Manufacturer narrative:
Additional information was received indicating there was no patient harm. Updated h6 health effect. Subsequent to the event the tracheostomy was changed. Event date was provided, b3 updated. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone:(B)(6).

Event description:
It was reported that the port to inflate the balloon broke off and the balloon deflated. "The stoma was not sealed and leaked". Adverse patient effects are unknown.